Event description:
It was reported that loss of sterility occurred. The opti cross 6 hd imaging catheter was selected for use. During preparation, it was noted that the sterile seal was broken upon opening box, so the product was not used. The procedure completed successfully. There were no patient complications reported.